Event description:
Following a 1-week chemotherapy treatment, the patient had 28cc of medication remaining from a prescribed volume of 168cc. This calculates to a delviery rate that is approximately 12% below the tolerance limit for the device. Per the complaint, there was no injury associated with the event.